Event description:
The customer contact reported no flow. On an unspecified date, the primary tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a pump. After an unspecified length of time, the option-lok male adapter of the primed secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of an unspecified antibiotic in a 50ml container. It was reported that the primary solution container was hung lower than the secondary solution container. After the piggyback delivery was started, no flow of solution was noted. The customer contact reported that the nurse lowered the primary solution container further; however, no flow of solution was again noted. It was reported that the option-lok male adapter of the secondary tubing set was disconnected from the proximal needleless valve connector y-site on the primary tubing set and reconnected to proximal needleless valve connector y-site on the primary tubing set. No flow of solution was again noted. It was reported the primary tubing set was clamped and the pump alarmed for an unspecified occlusion. After an unspecified length of time, the piggyback solution reportedly flowed. The therapy was resumed using the same tubing set. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from an unspecified lot number is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.